Event description:
It was further reported that the target lesion was 70% stenosed and the target vessel was severely tortuous and severely calcified. Upon first inflation of the balloon, the rupture occurred. The balloon was inflated for 30 seconds prior to the rupture. An unspecified 0.35 guidewire was used during the procedure. There was no resistance noted during the advancement of the balloon catheter. The balloon catheter was successfully removed from the patient.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination revealed a balloon burst near the distal bond. There were no anomalies noted to the catheter shaft and the balloon bonds met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The lesion characteristics and anatomical location are unknown. The equalizer balloon catheter ruptured during an unspecified procedure. The number of inflations, the duration of inflations and to what atms is unknown. The procedure was completed with another equalizer balloon catheter. There were no patient complications or injuries reported. The patient status is listed as 'good'.

Manufacturer narrative:
(B)(4)